Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards and connectors were removed and reseated during the service call. Associated power supplies were also evaluated and confirmed to be within specification. The system was tested and found to be working as intended and put back into service.